Manufacturer narrative:
MDR 3003442380-2024-04411 - device 2 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that patient faced five infusion set cannula fell off events on (B)(6) 2024 each. Events occurred within few hours of use. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.